Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device turned itself off while in use. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
A third-party service provider evaluated the customer's device and was not able to duplicate the reported issue. The reported issue was verified through review of the software log which indicates that battery 2 was not properly seated in the well, but the root cause could not be conclusively determined. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device turned itself off while in use. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.